Event description:
The report from hospital states: after the ventilator is turned on, the screen is black and cannot be used, extending the diagnosis and treatment time it was determined that the esm board of the device was damaged.

Manufacturer narrative:
The esm board of the ventilator was replaced. Update: after the ventilator was turned on, the screen went black. A backup machine was immediately prepared for use. The biomed department was notified for repair. The agent engineer came for on-site repair, replacing the esm board inside the screen, and the machine returned to normal. The device is more than 9 years old.

Manufacturer narrative:
The esm board of the ventilator was replaced.

Event description:
The report from hospital states: after the ventilator is turned on, the screen is black and cannot be used, extending the diagnosis and treatment time it was determined that the esm board of the device was damaged.